Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
It was confirmed that the patient's device was explanted on (B)(6) 2013. A returned product form and implant card were received which note that the reason for explant is due to a "malfunction". However, product analysis was performed on the explanted generator and found no anomalies. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts are underway to find out why the explant reason is listed as "malfunction" when there is no other indication of this from before or after surgery. No other information has been provided.

Event description:
Clinic notes dated (B)(6) 2013 state that since the patient was last seen on (B)(6) 2013, he has continued with his vns stimulator as monotherapy for his history of refractory epilepsy. Upon the last visit, the vns was interrogated and it was discovered that the unit was aging (as it was implanted about six years prior). The patient was programmed to standard cycling with an output current of 1.25ma and a magnet current of 1.5ma. The only diagnostic data provided was that dcdc =2. It was noted that the patient also began a trial treatment with risperdal at his last visit on (B)(6) 2013 for his behavioral issues related to autism. The patient was said to be tolerating the medication well and had an excellent response with behavior, sleep, and appetite, per the mother. Clinic notes dated (B)(6) 2013 state that the physician discussed with the patient's mother that risperdal has been reported to lower the seizure threshold in some instances and that she has often prescribed this medication to her patients without difficultly. Although the physician stated the medication is unlikely to alter the patient's seizures frequency, she asked the patient's mother to call her if she had any problems or unexpected side effects, and if in particular, the patient's seizures start increasing after starting the medication. However, the clinic notes state that the patient's mother was concerned that the patient may be having an increase in seizure frequency over the last few months. Prior to his last visit on (B)(6) 2013, the patient averaged one seizure per month. However, since this visit, the patient had an approximate two-month period where he was averaging one seizure per week. Then, on thursday (B)(6) 2013, the patient had two seizures in one day which were two hours apart. The first occurred while the patient was at school playing in the playground. The reports indicate that he was playing and had a behavioral pause, fell, and was reported to be "seizing". The school staff member swiped his vns with a magnet. The event was reported to last approximately two minutes after which he was noted to be very sleepy and slept for at least an hour. The patient's mother picked him up and took him home. Two hours later that day, the patient was seen in the living room with his brother and mother and had another behavioral arrest where he "slumped over onto the floor". The patient's brother picked him up and placed him on the couch with mother who reported this lasted less than one minute. There was no stiffening or convulsing. His eyes were open throughout the event and the mother immediately swiped his vns and asked, "are you having a seizure"? The patient replied "yeah". He was not noted to have a clear postictal period clinically. Per the clinic notes, the mother reports that he answered all of her questions, but the more she asked him, he was clearly irritated and until he ultimately said, "stop it". The patient did not have a period of confusion, lethargy, or sleepiness. His mother reports that he was immediately back to baseline. The notes mention that the patient's mother preferred treatment with vns therapy alone, because he was never completely controlled with any of the anticonvulsive medications. A programming history review was performed which found data up to (B)(6) 2012. Attempts were made for additional information; however, the physician stated that she was not inclined to answer any questions without knowing why the information was needed. The reason was provided; however, no information has been given.

Event description:
Follow up with the physician found that the event was first observed on (B)(6) 2013 and the malfunction referred to the device reaching end of service. No other information was provided.